Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump alarming could not be verified during testing. The software was replaced as a preventive measure; s127 c000 r000. No fault found. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information received a smiths medical cadd ms3 gray slate pump is alarming. No patient adverse events reported.